Event description:
It was reported that during an unknown procedure, the device was fired properly at the first firing with articulation. The cartridge was changed and the doctor was going to articulate the jaw, then he noted that the articulation joint could not be moved properly by rotating the articulation lever. Although the articulation joint became to be moved properly by re-rotating the articulation lever several times, the jaw became not to open, as the jaw did not clamp the tissue. There were no adverse consequences to the patient. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The articulation mechanism was tested and no anomalies were found; the device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that there was a handle leak.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.